Event description:
Caller reported a cgm error 42. There was no adverse impact to the customer's blood glucose level. Customer received support from technical support, who provided information for a pump reset and guided the caller through the process. After the reset, the error code did not appear again.